Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-01614, 1627487-2020-01615, 3006705815-2020-00674, 3006705815-2020-00677. It was reported the patient underwent surgical intervention due to infection at ipg and lead site. The patient was hospitalized and later prescribed oral antibiotics.

Manufacturer narrative:
The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.